Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing a dislocation. It is unknown if the patient has been revised.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. X- ray review by external health care professional reported no specific root cause for left hip arthroplasty dislocation is identified. The angle of the acetabular cup abduction was within normal range. The acetabular cup did not show excessive lateral positioning. Unknown factors that may contribute to hip dislocation are abnormal acetabular cup anteversion and femoral stem version, which are not determined on these images. Insufficient information provided unable to perform a compatibility check. Insufficient information provided unable to perform a complaint history search. A definite root cause cannot be determined.